Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos), pacemaker mediated tachycardia (pmt) and increased defibrillation impedance were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.